Event description:
The facility representative reported an infuso.r. Pump with a condition of ?not infusing, not working at all, the plunger does not push down on the syringe. It is unknown when the event occurred; however, it was identified in the "dental" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. With a "not infusing, not working at all, the plunger does not push down on the syringe" issue was confirmed but not reproduced during product evaluation. The assignable cause was determined to be a corroded micro-processing unit printed circuit board (mpu pcb). The mpu pcb was replaced in order to fix the reported condition. Additional information: a service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.